Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis (ipp) did not work as expected. Two weeks later, the ipp was removed and replaced due to a crack in the pump connector. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The pump was visually and microscopically inspected and leak tested. Contamination was identified within the pump. To avoid damaging the test equipment, the pump was not functionally tested due to this contamination. The reservoir was visually inspected and leak tested. No visual abnormality was found and the reservoir passed leak testing. The cylinders were visually inspected and leak tested. Each cylinder had wear at a fold in the cylinder body but they both passed leak testing. Based on the information available and analysis results, the reported connector break and mechanical issue were unable to be confirmed and the cause was unable to be established.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis (ipp) did not work as expected. Two weeks later, the ipp was removed and replaced due to a crack in the pump connector. No patient complications were reported.